Manufacturer narrative:
Continuation of d10: product ID:4fc12 product type: sheath product ID:106e2 product type: console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while isolating the right pulmonary vein (pv), the balloon catheter deflated and it appeared the balloon catheter burst. It was suspected that it was connected to the introducer braid as the balloon catheter could not extended into the introducer and bent the tip of the sheath. The balloon catheter was removed from the right atrium. The case was aborted the patient was under general anesthesia. Additionally, a system notice was received indicating a file operation error: file/directory not found. No further patient complications have been reported as a result of this event.

Event description:
It was noted that the patient's hospitalization was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image and video files were returned and analyzed. The attached images and video showed two blue packaging boxes for cryo catheters identified with model and lot numbers: 4fc12 / 0012182986 and afapro28 / 37596. The balloon catheter appeared damaged and there was an issue retracting it inside of the sheath. System notice 19300 (file/directory not found) was observed on the console screen. In conclusion, the reported balloon catheter damage was observed during data file analysis and the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.